Event description:
It was reported to tyco healthcare/kendall on 9/14/2007 that a customer had a problem with a razor. The customer reports, that an rn cut her thumb while attempting to remove the razor cover. She was seen in the emergency room and is out of work on worker's compensation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.